Manufacturer narrative:
Gtin number for model 10062818, lot number 17027622, is (B)(4). Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported that after an infusion of fresh frozen plasma was started, the tubing separated and leaked below the lower fitment. The infusion was stopped immediately. There was no report of patient harm.